Event description:
It was reported that the 9800 system had a filament regulator error message and the flip flop brake would not hold. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The flip flop brake assembly was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended, and put back into service.